Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the device was producing poor image quality. Investigation of the device noted protein build up on the sheath and window, the brake stuck due to contamination, a loose locking latch, the shaft is crushed, scratches on the tip, control handle, and connector housing, the strain relief is cracked, and there are dead elements in the lens. The significant physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.